Event description:
Litigation alleged, the patient suffered pain and elevated levels of chromium and cobalt in his blood as a result of the implanted asr hip.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleged the patient suffered pain and elevated levels of chromium and cobalt in his blood as a result of the implanted asr hip. Doi: (B)(6) 2009 - dor: none reported. Patient is a resident of the state of (B)(6). Update (11/1/2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. (Left hip) update 3 july 2014 - der rcvd updated dor, patient demographics, surgeon / hospital and added stem product.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). There is no new information that would change the outcome of the investigation.